Event description:
It was reported that the procedure was to treat the slightly calcified, 70-90% stenosed, proximal left anterior descending artery. No predilatation was performed prior to the attempt to cross; however, there was no resistance noted during advancement to the lesion. After successful deployment of the stent implant at 16 atmospheres, after full deflation of the balloon, the balloon did not appear to have a proper refold which resulted in the balloon sticking to the deployed stent. Force was required to retract the stent delivery system from the patient. The patient is reported to be well with no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. Difficulty removing the stent delivery system (sds) post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Poor balloon refold was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the device was implanted via direct-stenting (no pre-dilation). It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca). Additionally, it was reported that the device was held negative for 5 seconds maximum prior to the attempt to retract the sds. It should be noted that the IFU states, deflate the balloon by pulling negative on the inflation device for 30 seconds. It is likely that the reported IFU deviations contributed to the poor refold of the balloon. Resistance noted during withdrawal likely occurred as a result of the poorly refolded balloon interacting with the deployed stent implant. It was also reported that force was applied to withdraw the sds when resistance was met. It should be noted that the IFU states, applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. However, this IFU deviation did not contribute to the complaint. There is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force, no pre-dilatation. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.